Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a percutaneous lead on (B)(6) 2010 for bilateral leg pain. It was reported that when his scs system is in operation, he feels stimulation in the middle of his back. An x-ray revealed that the patient's lead has moved out of the epidural space. No surgical intervention is planned at this time as a consultation with the physician is pending.